Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01189. Related manufacturer reference number: 1627487-2021-01190. It was reported that pc displayed an error while attempting to set the ipg into MRI mode at the MRI center. The app was updated and still the message remained the same therefore to address this issue patient is awaiting system explant at a later time.